Event description:
A malfunction was reported with the display of malfunction code 12. There was no adverse impact on the customer's blood glucose level. The customer was assisted by technical support in resetting the pump, but the malfunction code reoccurred, leading to a decision to replace the pump. The customer was informed about the backup therapy of using multiple daily injections (mdi) to ensure insulin delivery. Technical support provided instructions on putting the pump into storage mode before returning it and confirmed the shipping address for the replacement. The customer was also instructed to return the faulty pump using a pre-paid label within ten days, and they acknowledged and understood the instructions.